Event description:
Additional information was requested regarding the reported event (up/down knob was broken). The customer responded that the event date was unknown. The intended procedure was possibly a diagnostic echoendoscopy. The procedure could be completed as the problem was that a segment of the circumference of the transducer created an alteration of vision that affected the quality of the image and prevented adequate visualization of the area where the defect was located. There is no evidence that the patient was harmed. Additional clarification was requested, as the additional information regarding the quality of the image was not previously reported, but there was no further response from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and to provide information regarding the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material and the root cause of the foreign material could not be identified. The device's instruction manual provides the following information regarding product handling which may prevent the indicated phenomenon (foreign material): "if manual cleaning could not be performed within 24 hours after the patient procedure or if you are not sure whether manual cleaning could be performed within 24 hours, dried debris may not be removed and reprocessing of the endoscope may not be performed effectively." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. In addition, the image quality issue was not confirmed or duplicated during the evaluation of the returned device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the up/down knob of the evis eus ultrasound gastrointestinal videoscope was broken. There was no patient or user injury reported. The subject device was returned to olympus for evaluation. During inspection and testing, service found that the balloon channel was clogged with foreign material. This report is being submitted for the foreign material. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Due to the clogging of the balloon channel, the balloon channel cleaning brush could not be inserted smoothly. The foreign material clogging the balloon channel could not be removed, even if the correct reprocessing was performed, due to buckling of the channel. During inspection and testing, service confirmed the customer's initial report that the up/down knob was broken. In addition, service found the paint on the air/water cylinder and suction cylinder was peeling. The adhesive on the bending section cover (a-rubber) was cracked. The connecting tube was deformed. Due to damage on the bending tube, the bending angle in the up direction did not meet specification. The universal cord was buckled. The switch box, scope cover, and universal cord were scratched. The investigation is in progress. A supplemental report will be submitted once the investigation is complete, or if additional information is received regarding the reported event.